Event description:
Pt admitted with several weeks of malaise, found to have a completely dysfunctional pacemaker, with a native rhythm of ventricular escape at a rate of approx 40 beats per minute. There was limited non-functional pacemaker activity. After considering risks, benefits and alternatives pt agreed to surgical intervention. Procedure perform: pacemaker generator change. Surgery was uneventful.